Manufacturer narrative:
(B)(4). Method: the complaint iw910 baby control mobile infant warmer was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: the healthcare facility stated that the iw910 baby control mobile infant warmer was not generating a power fail alarm when power was removed from the device. Conclusion: without the return of the complaint device, our investigation was unable to determine the exact cause of the reported fault. As part of fisher & paykel healthcare's (f&p) quality control process, this involves the testing of the power failure alarm of every infant warmer on the production line for functionality, prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance, and functional checks - including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications. The user manual for the iw910 baby control mobile infant warmer states the following: - "ensure all warmer parts and accessories are checked before returning the device to service." - "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hydrochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." - "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces."

Event description:
A healthcare facility in italy reported that the iw910 baby control mobile infant warmer power fail alarm was not generating when power was removed. There was no reported patient involvement.